Manufacturer narrative:
UDI, serial/lot number are unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated that it was not a batch related problem. A product sample was received for evaluation. Visual and functional testing were performed and it showed that the inflation line was detached from pilot balloon. The reported issue was escalated to a internal CAPA and occurrence is monitored via trend analysis.

Event description:
It was reported that six days after the customer started using the product, the pilot balloon got detached from the inflation line. The tracheotomy aperture was not secured, which would not allow him to re-insert the tube into the patient. So he continued using the product for a while by securing fixing it with scotch tape. No patient injury reported.